Event description:
Ligasure being used and alarmed multiple times, displaying "inactive" and digital readout statements: "regrasp thicker tissue" and "reinsert electrode". New ligasure was opened and continuned without any problems as stated above.